Manufacturer narrative:
Additional narrative: the actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device is powerbroken and had low rpms. It was determined that the unit was power broken because of failure to follow the directions for use and running the device in the safe or load position. It was further determined that the unit had low rpm due to lack of oil. The assignable root cause was determined to be due to damage caused by user error, abuse and, possibly misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device operated with safety engaged (power broken) and presented low rpms (revolutions per minute). The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.